Manufacturer narrative:
(B)(4). Title perioperative outcomes and complications after robotic radical cystectomy with intracorporeal or extracorporeal ileal conduit urinary diversion: head-to-head comparison from a single-institutional prospective study source urology, volume 129, 2019 (98-105) date of publication: 30 november 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed on january 2014 to december 2017, the study objective was to compare perioperative and oncological outcomes of intracorporeal (iucd) vs extracorporeal diversion (ecud) after a robot assisted radical cystectomy procedure. There were 60 patients in the icud group where a manual stapler was used to divide the bowel proximally and distally. It was also reported that an additional manual stapler was used to close the enterotomy. Eight patients in the icud group required intraoperative blood transfusions and had additional complications such as acute kidney injury, sigmoid colon perforation and sepsis.